Event description:
The patient was admitted to a care facility with psychosis. It was reported that the implantable neurostimulator was turning on and off when the patient used the television at a care facility. The hcp reported that the 'wires broke'. X-ray results were pending. The patient experienced tremors, dyskinesia, and slow movement associated with the event. The outcome was reported as 'pending'. A follow-up report will be submitted if additional information becomes available. Please see MFR report # 3004209178-2008-07381.